Manufacturer narrative:
D9 - product received date 9/2/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the device exhibited a "no disposable alarm". The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The problem was not confirmed, and the lens was replaced due to scratches. The probable root cause unknown as the problem was not replicated. The pump test was performed and passed all performance verification testing.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "no disposable alarm". There was no patient involvement.